Event description:
It was reported that when the devices were used during a neck dissection procedure, they experienced clinging staples. An additional stapler was used to complete the case with no consequence to patient.